Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
The customer reported that a plum duo infusion system was not finishing/completing an infusion bag (of unspecified fluid/infusate) for a patient. There no patient harm.

Manufacturer narrative:
The complaint record was voided due to duplicate of existing complaint record. This MFR MDR report# is a duplicate of MFR MDR report# 9615050-2026-00204. Please consider this report, void.